Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a literature published by department of orthopaedics and traumatology, san giovanni addolorata hospital in italy. The title of this report is ¿intramedullary nailing for pertrochanteric fractures of proximal femur: a consecutive series of 323 patients treated with two devices¿ which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at https://doi.org/10.1186/s13018-019-1506-1. This report includes research done on 168 patients between the period 1st july 2015 and 31st october 2017. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses (2) cases of local infections.